Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that two bulbs blew and the footswitch cable is not working. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The system was examined and the lamp exceeded the maximum lamp hours. The lamp was replaced as a preventive measure. The footswitch cable was working intermittently and visibly looked worn out, and replaced cable to resolve the issue. The company representative then tested the system and found it to meet specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 11, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported lamp issue can be attributed to the lamp, which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).